Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the day of the event the patient went to see her doctor for a general check-up. The doctor noticed that the cgm reading was not accurate as the cgm reading was 101 mg/dl but the blood glucose reading as more than 1000 mg/dl. The patient experienced frequent urination at that moment and the doctor sent the patient to the lab and an ambulance was called. The patient was brought to the hospital around 2:00pm and at the hospital the patient was given intravenous treatment with insulin and her blood sugar level was monitored. The day after the event, around 4:00pm the patient was discharged as her blood glucose level had stabilized. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia.